Event description:
The hospital reported that the view on the bom 7mm extended length endoscope is cloudy.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. A light cable was attached to the illumination port on the endoscope and viewed on a monitor; there was clear visibility through and good illumination. No non-conformities were found during the functional testing. Based upon the received condition of the device, the reported complaint could not be confirmed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).